Manufacturer narrative:
Evaluation summary: a device was returned for evaluation. The devices had been used in the treatment or diagnosis of a patient. Visual inspection found the bottom jaw over mold was damaged. The customer reported the jaw insulation disengaged. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and disengaged near the hinge. The disengaged pieces were returned. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be misuse. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. The IFU also states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy procedure, the jaw insulation chipped upon removal from a 5mm trocar. The broken pieces of the device were located and retrieved. A new device was used to complete the procedure.